Event description:
A home pt contacted baxter's tech serviec center reagarding the system error 2240 message that appeared on the display of home pt's homechoice machine during dwell 4/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their pt line of the homechoice set during a dwell phase. When the home pt returned the cycler was alarming. The home pt reconnected self to the setup. Baxter's tech service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.